Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, flat creases, and cloudiness in the gel observed after autoclave cycle disinfection. A weight test of the explanted material was verified and device was within specification. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician.

Event description:
Physician reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side capsular contracture, baker grade iii. Device has been explanted.